Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement cable adapter dvi shipped to site 11/11/2015. Medtronic investigation of returned suspect cable adapter dvi finds that when performed a functional test and it passed. No issues found with the cable. Device found to be fully functional. Return requested. Replacement dvi-m to hd15-m 6ft cable shipped to site 11/11/2015. Medtronic investigation of returned suspect dvi-m to hd15-m 6ft cable finds when connected the cable to a monitor, it caused the monitor to have a green tint. Performed a continuity test and found an open wire between vga pin 3 and c3 on the dvi connector. This is the blue color signal for the monitor. Electrical failure. Issue was replicated. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 11/13/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitor screen was green and blue and everytime would move the screen, it would change colors. Replaced the digital visual interface (dvi) cable and problem was resolved. Everything worked as normal after new cable installed. System performed as intended. Issue resolved.

Event description:
A medtronic ent representative reported a site's navigation system monitor experiencing intermittent connectivity issues, color and hue differences as well as, no input display. No further details were provided. There was no patient present when this issue was identified.